Event description:
A medtronic representative reported that during an ear, nose & throat (ent) case two of the frontal seeker instruments were not navigating correctly. They were approximately 2 mm off. The site staff verified that navigation was accurate with other instruments and that only the frontal seekers were off. The surgeon completed the surgery with the navigation system. There was no impact to the outcome of the patient.

Manufacturer narrative:
Patient ID and weight were unavailable from the site. A medtronic representative went to the site to test the equipment. All of the instruments tracked accurately. The reported event could not be duplicated by medtronic personnel. A review of the complaint history for this device found no further issues.